Manufacturer narrative:
Unit has not been returned, if the unit is returned for evaluation and any new information is discovered, a follow-up report will be submitted.

Event description:
On (B)(6) in the afternoon, customer contacted (B)(6) customer business centre (cbc). Customer told to pharmacist, that he was filling the portable device from the homelox vessel the previous day, (B)(6) (between 13 and 14 o'clock). When filling was almost finished, customer got a burn to his middle finger as the portable device blew the oxygen out. Customer stopped the leakage by attaching the portable back to homelox-vessel. Service center (B)(4) tested the device. A minor leak was identified and fixed. Unit should now function properly according to (B)(4)'s technicians. Chart is attempting to have the unit returned to perform it's own evaluation.

Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit was returned for an evaluation. The alleged incident reported could not be duplicated, the unit in question is within all manufacturers' specifications. There was no leakage of any kind identified.

Event description:
This report was originally submitted on 10/17/2018, and is being resubmitted on 4/8/2020 as the original submission failed to go through. On 11th of april in the afternoon, customer contacted (B)(6) customer business centre (cbc). Customer told to pharmacist, that he was filling the portable device from the home lox vessel the previous day, (B)(6) april (between 13 and 14 o'clock). When filling was almost finished, customer got a burn to his middle finger as the portable device blew the oxygen out. Customer stopped the leakage by attaching the portable back to home lox-vessel. Service center riihimaki finland tested the device. A minor leak was identified and fixed. Unit should now function properly according to aga's technicians.